Event description:
Many unexplained illnesses since implanted in 2006. First set of saline implants ruptured, replaced with sientra "gummy bear" implants in 2015. Joint pain, ringing in ears, muscle breakdown, diabetes, high cholesterol, heart palpitations, muscle spasms, and many other symptoms. FDA safety report ID # (B)(4).